Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a medical journal that a patient presented with an enlarging right breast mass and excision was recommended. The 2.2-cm mass was removed through an upper outer quadrant incision and a topical skin adhesive was used. Eight days post op the patient presented with a progressive rash and significant pruritus around the incision that had started the day after surgery. Physical examination revealed an erythematous maculopapular rash extending from the wound onto the ipsilateral chest wall and medial arm. The patient was afebrile, and the incision remained closed without infection. Ultimately, the adhesive shed from the skin, and the rash and pruritus resolved. It was reported on follow up, that once the rash resolved, the patient had pristine suture lines and that the patient did not undergo an allergy test but that medications were possibly given.